Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon interrogation, the left ventricular lead exhibited variable impedance and loss of capture in multiple settings. The lead was attempted to be reprogrammed but the patient experienced phrenic nerve stimulation. The lead was programmed off and the patient would receive pacing support from right ventricular lead instead. There were no plans to revise the lead. No patient symptoms were reported and the patient was stable post interrogation.